Event description:
Dislodged catheter was found. Indwelling period was 30 days. The device was implanted via the right internal jugular vein on (B) (6) 2009. The dislodged catheter was found on (B) (6) 2009. The cause of the dislodgement is unk. It seems like the outer layer of the cuff was left in the pt body and the catheter with the inner layer of the cuff dislodged from the pt. The outer layer of the cuff was removed later.

Manufacturer narrative:
According to the notes in this file, "dislodged catheter was found. Indwelling period was 30 days." This complaint is confirmed, cause unk. Gross and microscopic examinations show the dacron material missing from the heat sleeve of the surecuff. A chr is not possible, as no manufacturing of lot number info has been provided by the complainant.